Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal and external battery were replaced to address the issue. Upon further investigation, at the manufacturer's product investigation laboratory (pil) the device failed multiple test steps for leak verification. Pil tested the oxygen blending module subassembly, and the oxygen blending module failed testing for leak verification. Pil replaced the original oxygen blending module proportional valve with a known good oxygen blending module proportional valve, then retested the oxygen blending module and passed all testing. The root cause was determined to have been caused by a faulty oxygen blending module proportional valve. The device's oxygen blending module subassembly was replaced and then retested the device passed all testing. The affected oxygen blending module subassembly has been scrapped.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal and external battery were replaced to address the issue.